Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips would not come together and some clips were crossed. It was unknown which firing this occurred. A cholangiogram catheter was not used during the procedure. It was unknown how the procedure was completed. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4).